Manufacturer narrative:
The customer reported problem was unconfirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Iui- corrosion. Damaged/cracked ail sensor assy. Lvp bezel post recall group 1 -dom 2019- 12/21/2018 10:36:25 jeannette kenefick (jkenefic) contact: john elmore - lead biomed 480-854-5417 jonathan.elmore@bannerhealth.com 12/12/2019 12:13:40 kimberly johnson (kijohnso) update to the note above for repairs contact biomed/neal gilbert/(480)394-4046/ neal.gilbert@bannerhealth.com 01/07/2020 12:09:59 ngoc t bui (nbui) est - rcl to mjr 01/16/2020 06:57:38 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per ngoc bui, service tech. Repair approved by neal gilbert, biomed, at neal.gi lbert@bannerhealth.com for $230. Use new po#152625-0-101 01/16/2020 06:59:54 lauryne wasan (lwasan) approved for $365 01/21/2020 08:20:53 ngoc t bui (nbui) lvp bezel post recall completed. Replaced bezel assy (third party), and broken ail sensor right side. Replaced corroded right,left iui. 01/21/2020 13:04:24 annette a mendez (amendez) 1001891743160008514000142189307065 03/05/2020 07:50:04 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.